Manufacturer narrative:
The clinical engineer indicated the device would not be returning to the MFR for evaluation, because there was nothing wrong with the device, and the malfunction was a result of operator error.

Event description:
Staff members in the ccu indicated that they were treating a pt (age and gender unknown) using "hands free pads". They indicated that the unit did not discharge. The pt subsequently expired.